Event description:
Country of complaint: (B)(6). The suture breaks while tying the skin; happened several times.

Manufacturer narrative:
U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples rec'd: 5 unopened racepacks. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. (B)(4) units of this code batch were manufactured and distributed. There are no other complaints for this batch code. Knot pull tensile strength of the samples rec'd was tested and results fulfil the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.